Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. Data was evaluated and allegation was not confirmed. The probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.